Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 1 month prior to contacting lfs. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2012 she increased her usual dose of medication including 20 units. The patient denied developing any symptoms due to the alleged issue. The patient reported on 03/23/2012 she was treated in the emergency room (ER) with IV fluids. At the time of troubleshooting, the patient did not have any products available for a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.